Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, there was a bluetooth connection issue between the g5 transmitter and the g5 application. Patient removed all other dexcom devices from the bluetooth settings such as old devices and the connection issue was resolved. No additional event or patient information is available.